Event description:
Allegedly per presentation by manual ribas for didactic hip training in (B)(6) 2014, 3 hips were revised for deep infection. No further details of the revision or the patients were reported.

Manufacturer narrative:
This is the same event as 3010536692-2014-01056. This event ocurred in (B)(6).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.